Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted via laser due to presence of fusion block. The lead would only pace at higher outputs. No additional adverse patient effects were reported.